Event description:
The customer stated that her meter readings were low. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl. The meter is to be returned, and a replacement meter will be sent.